Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation as no images were submitted and the device was not returned for evaluation. Additionally the report of low flow alarms was confirmed based on the submitted log file. A specific cause for the alarms, as well as a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported dyspnea, edema and right ventricular (rv) failure cannot be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. Heartmate 3 left ventricular assist system (lvas), serial number (B)(4), was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events, including device thrombosis, right heart failure, and death that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was offered a pump exchange, but they declined. It was noted that the death was considered to potentially be device related as they had continuous low flow alarms despite optimization of all clinical factors as well as a concern for pump thrombosis.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted with dyspnea, edema, and right ventricular failure. It was noted that the right heart failure did not exist prior to the left ventricular assist device (lvad) implant but there was no device related issue that caused or contributed. That morning, they had been having continuous low flow alarms with unclear cause. Their mean arterial pressure (map) was at goal and there was no ectopy on telemetry. The volume status was appropriate, echocardiogram showed no concerns, and there were no concerns for bleeding. Log files were submitted for review. The log file captured constant low flow events throughout the history that did not appear to be caused by any external mechanical circulatory support (mcs) equipment issue. It was noted that the low flow events may be due to a patient issue, and they had a low flow software update. The patient was given inotropes, vasopressors, and aggressive diuresis. The patient decided to withdraw care and turn off the left ventricular assist device (lvad). The patient continued to experience constant low flow alarms and they were continuously being silenced; an amyloid diagnosis was discovered. The patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.